Manufacturer narrative:
The patient's 2018 driveline damage was reported under MFR # 2916596-2021-05286. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller exchange because their old system controller had wire wear at the bend reliefs and would not connect to the power module (pm) so data was not able to be obtained. It was noted that the patient's driveline had some wires showing in the 2018, but rescue tape had maintained the driveline without alarms until now. After the system controller was exchanged, the patient started having driveline fault alarms, but it was noted in the log file from the new system controller that the driveline fault alarm did not return and the driveline data had returned to normal. Thus, it was concluded that the new system controller was the cause of the driveline fault alarm and not an actual driveline issue. Related manufacturer's reference number for new system controller:

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged lead and bend relief on the system controller was not confirmed. There was no log file submitted for review. The hm2 system controller, serial (B)(6), was not returned for analysis. Per provided information, the controller was exchanged due to the damaged lead which cannot be connected to a system monitor. The controller will not be returned for evaluation. The customer did not provide additional documents and images regarding the event. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information provided. The manufacturer is closing the file on this event.